Manufacturer narrative:
Multiple attempts have been made to contact the patient, but patient has not responded.

Event description:
Patient posted a comment on social media (facebook) stating that she had a stomach stimulator put in and it helped her vomiting but caused her too much (unspecified) trouble so she had it removed. Now she is still having pain. At the request of enterra to contact enterra directly, the patient called in to the call center on (B)(6) 2025 and provided her model, serial number and implant date.